Event description:
Upon removing the sheath, it became caught and separated from the hub. The sheath was able to removed by hand. A section of the device did not remain inside the pt's body. According to the initial reporter, the pt did not require any add'l procedures nor experienced any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The product was not returned to assist in the investigation. Design verification testing confirms hub/shaft connecting meets the minimum tensile strength requirements of 15 newtons per iso 11070. There is no evidence to suggest the product was not manufactured per specification. Without benefit of returned product, it is difficult to determine with certainty why the reported product failure occurred. Quality engineering risk assessment (qera) was performed and concluded the risk to patient remains acceptable with the addition of this complaint. No risk reduction activity is necessary. The appropriate internal personnel have been notified of this occurrence and we are continuing to monitor complaints for this failure mode.

Event description:
Upon removing the sheath, it became caught and separated from the hub. The sheath was able to removed by hand. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
This event is currently under investigation.